Event description:
It was reported that the patient presented to the hospital with an acute drop in flows and feeling lightheaded and dizzy. The patient was hospitalized into the intensive care unit (ICU) with suspected ventricular assist device (vad) inflow or outflow graft occlusion on. Computerized tomography (CT) of the head was stable and the echocardiogram showed that left ventricle (lv) function was impaired. The patient experienced major hemolysis treated with intravenous (IV) anti-coagulation medication for thrombus. One day after admission, the patient underwent an emergent vad and outflow graft exchange. During the surgery, a clot was removed from where the inlet cannula was previously located. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ outflow graft. D4: model #: 1125, catalog #: 1125, expiration date: 28-feb-2021, serial #: (B)(6), UDI #: (B)(4). D6a: implanted date: (B)(6) 2020. D6b: explanted date: (B)(6) 2023. D9: no. H4: mfg date: 26-feb-2019 h5: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: outflow graft d4: serial or lot#: (B)(6) d9: yes, return date: 10-aug-2023 dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad (B)(6) and the segment of outflow graft (lot: 2002668947) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the vad (B)(6) manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned segment of the outflow graft revealed that the device passed visual examination. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the pump or returned outflow graft segment. The reported low flow event was confirmed via log file analysis which revealed a sharp decrease in power consumption and estimated flow starting on 25/jul/2023 leading to parameters below the normal operating range. One (1) low flow alarm was logged on 25/jul/2023. Information received from the site indicated that in addition to the low flow event the patient presented to the hospital feeling lightheaded and dizzy. The patient was admitted to the intensive care unit (ICU) with suspected ventricular assist device (vad) inflow or outflow graft occlusion. Computerized tomography (CT) scan of the head was performed with stable results, and the echocardiogram showed that left ventricle (lv) function was impaired. The patient experienced major hemolysis and was treated with intravenous (IV) anticoagulant medication for thrombus. One day after the admission, the patient underwent a vad and outflow graft exchange. Of note, it was reported that during the explant surgery, a clot was removed from where the inlet cannula was previously located. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft and poor vad filling. Per the instructions for use, device thrombus and hemolysis are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of device thrombus and hemolysis events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: serial#: (B)(6) d9: yes, return date: 10-aug-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.